Event description:
During prep, there was a kink in the ablation catheter. The catheter was removed and replaced with no harm to the patient. Clinical site corresponds directly with mfg rep to report event and facilitate return manufacturer response for ablation catheter, (brand not provided) (per site reporter).